Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this incident. The complaint was confirmed. The evaluation revealed damage on cutting edges (bent inwards). Material analysis confirmed correct material type and hardness. Dimension check for cutting edge met specifications. Complainant's event typically caused by not positioning the harvester's sharp edges perpendicular to the bone surface before malleting into the bone or by contacting other metal instruments. The potential causes of this event are being communicated to the event reporter.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Common surgical knowledge and practice is to avoid rotating devices from contacting other metal instruments at the surgical site. Complainant's event typically caused by not positioning the harvester's sharp edges perpendicular to the bone surface before malleting into the bone. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
Metal bent and broke off. Metal frayed at one of the harvesters, metal particles are broken off. First device: no parts are missing of device. It is only bent, so nothing remained in patient because of this device. Second device: metal is frayed and metal pieces are missing. In this case metal parts remained in patient.